Event description:
On (B)(4) 2013 it was reported that the vns patient had undergone a generator replacement on (B)(6) 2013 due to patient ¿complaining of pain¿. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis is currently underway and has not yet been completed. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
Product analysis on the explanted generator was completed on (B)(4) 2013. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator. Additional information has been requested from the physician but no further information has been received to date.